Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an allergic reaction at the pod¿s insertion site (abdomen) after wearing the device for between 36 and 48 hours. The adhesive was difficult to remove due to a rapidly developing allergic reaction at the infusion site. Removal of the pod prevented the progression of contact dermatitis. The patient applied hydrocortisone cream, which had previously been prescribed for a similar reaction, to address the issue. A new pod was applied.